Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg); however, no specific value was provided. Customer administered a bolus with the pump. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Customer changed pump supplies while on the call.